Manufacturer narrative:
(B)(4). Concomitant medical devices - persona trabecular metal cruciate retaining porous femoral component catalog #: 42502806002 lot #: 63851539, persona cruciate retaining articular surface 13mm right catalog #: 42522000513 lot #: 64427566. Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, medial tibia fracture and tibial component loosening nine (9) days post-operatively. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated and the reported event was confirmed through review of medical records. The returned tibial plate showed signs of use and white patches could be seen on the back, suggestive of bone cement. The articular surface was still assembled to the tibial plate. The device history records were reviewed and no discrepancies were identified. Per the package insert, pain, loosening and bone fracture are known adverse effects of knee arthroplasty. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.